Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set with duo-vent spike would not allow flow of antibiotics during infusion. The pump was reported to be pulling the infusion from the primary bag instead of the secondary bag. The secondary bag was hung higher than the primary bag and the clamp was open. It was unknown if a baxter pump and IV solution bag were used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.